Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient was inquiring about MRI compatibility. Pt stated that they are having their ins removed on (B)(6) 2021. Pt stated the ins was implanted and did not work. Pt stated their ins is currently turned off. Pt mentioned working with an mdt rep multiple times to try and optimize their stimulation to help with symptoms. Pt stated that their doctor was able to implant a bladder tack, which has been helping with their symptoms and why they are removing their ins. The caller was redirected to call pt services back once their handset and communicator were charged to be walked through how to place their ins into MRI mode. The patient mentioned medical history. No further complications were reported/anticipated at this time.